Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings:evaluation revealed that the pump was returned with the bolus button cover missing- unable to test. Battery compartment was cracked from case seal traveling to grip pad and at case seal to the left side of the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.